Manufacturer narrative:
The perforator was not returned for evaluation and lot number information has not been provided: therefore the DHR record and any associated non-conformances could not be requested for analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was not received for analysis and the investigation could not confirm the complaint. (B)(4).

Event description:
A physician reported the perforator failed to disengage during a craniotomy procedure on (B)(6) 2020. The perforator failed to disengage during the first burr hole at the sinciput and the dura mater was punctured and injured. The physician commented that there was no hole gap. The recommended spring tests were performed between each burr hole. As a result, dura reconstruction was performed to repair the dura mater injury. The physician changed to a new perforator to complete the procedure and there was a total delay of 30 minutes for the surgery.